Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a surgeon. This case concerns a (B)(6) year old female patient who experienced recurrent pseudogout after receiving treatment with synvisc-one. No relevant medical history and past drug was reported. Relevant concomitant medication included (artz) for osteoarthritis. From (B)(6) 2014 (three injections with second administration on (B)(6) 2014), the patient received treatment with the first cycle of intra-articular synvisc injection (dose, frequency, lot/batch number and expiration date: unknown) for osteoarthritis. On (B)(6) 2014, 28 days after initiating treatment with synvisc, the patient experienced pseudogout-like symptom. On (B)(6) 2014, the patient visited the reporting hospital with pseudogout-like symptom. It was reported that arthrocentesis and examination were performed and calcium pyrophosphate was confirmed. On (B)(6) 2015, 01 ampule of intra-articular synvisc injection, at a dose of 02 ml (lot/ batch number and expiration date: unknown) was again administered according to the patient's wish. On (B)(6) 2015, the patient again developed pseudogout (pseudogout-like symptom). Loxoprofen sodium (loxonin) and rebamipide (mucosta) were prescribed as oral treatment for the event of pseudogout. It was reported that arthrocentesis was performed and 50 cc of joint fluid was aspirated (joint effusion). Also, intramuscular injection of triamcinolone (kenacort) at a dose of 40 mg and lidocaine hydrochloride (xylocaine) was given. On (B)(6) 2015, patient revisited the hospital and examination of the joint fluid was performed and calcium pyrophosphate was identified. The same day, event was considered as resolved. Also, synvisc was discontinued due to the event (the last dose was administered on (B)(6) 2015). Action taken: permanently discontinued.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on may 6, 2015. The ptc investigation results were added. Pharmacovigilance comment: sanofi company comment for follow up dated may 11, 2015: the follow up information does not change the previous assessment of the case.

Manufacturer narrative:
Reporting surgeon's comment: other than synvisc, no possible causative factor for the event was identified. Synvisc injections were performed similarly in (B)(6) 2014. At the time of the onset of the event, the concomitant drugs were not significantly changed since (B)(6) 2014, therefore the relationship between the concomitant drugs and the event was considered to be shallow. The causal relationship between the event and synvisc was considered probable because swelling and pain of the left knee were observed approximately 2 hours after the administration of synvisc. Additional information was received on may 6, 2015. The ptc investigation results were added. Additional information was received on july 24, 2015. Weight and height of the patient added. Medical history and concomitant medications added. Event verbatim was updated from recurrent pseudogout to pseudogout of left knee. Event onset date updated. Reporter's causality assessment was updated from highly probable to probable. Symptoms of 40 cc of joint fluid was aspirated/arthrocentesis, aching (1) knee, swelling of left knee and swelling of left knee were added.

Event description:
Medical history of the patient included left gonarthrosis (since (B)(6) 2012; k&l grade, iii). Significant historical conditions diabetes mellitus (since (B)(6) 2011) and patient had no history of drug allergy, non-drug allergy or adverse drug reaction. It was reported that patient had received no combined therapy and had no signs of systemic (non-articular) infection before synvisc treatment. Other remarkable conditions included running a store and a stand-up worker. No past drugs were reported. Relevant concomitant medication included hyaluronate sodium (artz) for right gonarthrosis (since (B)(6) 2012; k&l grade, iii), ebastine (ebastel) for palmoplantar pustulosis (since (B)(6) 2013), rosuvastat in calcium (crestor) for hyperlipidaemia and itraconazole (itrizole) for bilateral toenail tinea. On (B)(6) 2014, patient received treatment with first intra-articular synvisc injection at a dose of 2 ml, weekly (batch/ lot number and expiry date: not reported) into the left knee for gonarthrosis . It was reported that the patient had joint fluid retention and underwent arthrocentesis of the left knee (6 ml) before the injection. On (B)(6) 2014, patient received second dose of synvisc into the left knee. The patient had joint retention and underwent arthrocentesis of the left knee (8 ml) before the injection. On (B)(6) 2015, the patient received third synvisc injection into the left knee and underwent arthrocentesis of the left knee (17 ml) before the injection. On (B)(6) 2014, at 10:20, the patient received the fourth dose of synvisc into the left knee after arthrocentesis of the left knee (10 ml, yellow, clear). It was reported that the patient had joint fluid retention, but had no skin disease around the joint, intra-articular infection, or intra-articular inflammation symptom of the knee prior to the injection. It was reported that the dispo needle was used while no sterilized glove was used. Isodine was used immediately after the use of alcohol disinfectant, and the needle was inserted (lateral suprapatellar injection). No leakage of synvisc solution from the left knee was noted. The same day, patient developed pseudogout of the left knee (moderate). At 12:00, patient had aching (I) of knee after lunch and developed swelling gradually (symptoms of the event). On (B)(6) 2015, at 09:45, swelling and hot feeling of the left knee (symptoms of the event) were observed. Arthrocentesis was performed (40 ml, yellow, cloudy+; a symptom of the event) and microscopy showed calcium pyrophosphate crystals. At 10:30, arthrocentesis was performed again (10 ml), and she received triamcinolone (kenacort) at a dose of 40 mg and lidocaine hydrochloride (xylocaine) injection 1% at 4 ml. The same day, laboratory test for joint fluid culture of the left knee was found to be negative and joint fluid crystal exam of the left knee was positive (calcium pyrophosphate was observed). Loxoprofen sodium (loxonin) and rebamipide (mucosta) were prescribed as oral treatment for the event of pseudogout.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Recurrent pseudogout (pseudogout). Seriousness assessment: intervention required (loxoprofen sodium, rebamipide, arthrocentesis and intramuscular injection of triamcinolone and lidocaine hydrochloride administered) reporting surgeon's causality assessment: highly probable. Company causality: possible. Reporting surgeon's comment: the administration of synvisc was performed under echo guidance and injected to the articular cavity properly, therefore it was inconceivable that the drug solution leakage occurred. Synvisc is a very dangerous drug and the sales should be stopped immediately. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a (B)(6) year old female patient who developed pseudogout after receiving treatment with synvisc. Although the event and the product are temporally related, however, lack of detailed information regarding the concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.